Manufacturer narrative:
The technician replaced both foot end casters to repair the stretcher.

Event description:
Information received indicates when the brakes are set, with a little added force the casters would swivel slightly.